Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the force bipolar instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the force bipolar instrument failed to open, and it was noticed that the instrument had broken off at the tip. The instrument had to be removed using an emergency key, and the wound had to be slightly enlarged to extract the instrument with the trocar. The procedure was completed as planned with no reported injury. Information found on patient identifier (B)(6): the instrument had broken wires, and it got stuck in the cannula. The whole incident caused a bigger skin incision for the patient plus the time delay. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information: the instrument was a force bipolar instrument, and the lot and batch number can be found in the RMA. The day of the event was (B)(6) 2025. The name of the procedure was an umbilical hernia repair tapp. No fragment fell into the patient and the procedure was completed using a replacement instrument. The procedure was completed robotically and there was a procedure delay of 10-15 minutes. The instrument will be returned back to isi.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was visual inspected internal and external, and no issues was identified. The instrument passed the grip test. Fa could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The grip tips opened and closed properly. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.